Manufacturer narrative:
Troubleshooting of the arm with the customer identified that the arm battery pack was expired as of 2025-02-28. The cause of the arm not powering when unplugged from the charger cable was related to a lack of maintenance of the arm.

Event description:
A customer reported that during preparation for a rescue, their arm automated chest compression device would not power on when disconnected from the charging cable. The battery pack was later confirmed to be expired. The issue was identified before the arm was applied, and manual CPR was performed. No additional rescue details or patient outcome information were available, as the responder involved is no longer with the company and cannot be contacted.